Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer treated with manual injections. They also reported issues with transmitter and sensor glucose value versus blood glucose value issues as the sensor was not working. It was unknown if the insulin pump was on auto mode at the time of incident. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.